Event description:
In 2006 the lay user/reporter contacted lifescan (lfs) on behalf of the lay user/pt alleging that his one touch ultra meter had a cracked display. The senior medical affairs specilaist mailed a letter, since the pt could not be reached by telephone. The pt last tested on the day of at 3:30 am and obtained a result of "hi" (>600 mg/dl). Two consecutive results of "hi" were also reported whent the pt had been showing signs of being incoherent, violent, disoriented, and unable to recognize his wife. He edministered insulin following the use of the meter and contacted emergency services. The reporter mentioned that the pt was not tested by any other device. He was administered treatment intravenously. It is unk if the pt was transported to the hosp. No further clinical info was provided. It would have been helpful to know pt's testing frequency, his diabetes medication regimen, other health conditions, when he developed symptoms in relation to testing and taking insulin, possible results obtained by the emergency services, and the actual intravenous treatment received. The customer care advocate (cca) verified that this was not a new product. There was no info provided in relation to possible trauma caused to the meter display. The meter, test strips, and control solution were replaced. Although the reporter only alleged a cracked dispaly, this complaint is being reported, since the pt's blood glucose levels were greater than 600 mg/dl, took insulin, was experiencing symptoms and received an unk treatment by emergency services. It is unk if the treatment from the paramedics was to treat a high or low blood glucose levels.